Event description:
It was reported that a patient underwent a 2 level decompression procedure at l3/4 and l4/5 using an interspinous spacer system. Rep ortedly, the patient initially had no symptoms but within 3 weeks post-op, leg symptoms returned and appeared to be unchanged from preoperative pain. The patient was "diagnosed with displaced and painful hardware". The implants were removed and an open decompression was performed approximately one month post-op. No further information could be obtained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.